Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. The foreign patient did not report any injury or medical intervention.